Event description:
The customer reported that he missed two anti-e on tango optimo during validation process. Two patient samples that have caused false negative test results were sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore, our quality control laboratory tested the patient samples with the retained biotestcell 1&2 sample and could confirm customer´s result. The retained sample was tested with different controls and samples. All positive and negative reactions were correct. We did not observe any false negative reactions. The patient samples were also tested in the tube technique as well as the gel method and reacted weakly positively. Only when the enzyme technique was applied, the positive reaction of one patient sample was slightly stronger. These testings confirm the missed antibodies weakness. The package insert contains an appropriate reference: negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that he missed two anti-e on tango optimo during validation process. Two patient samples that have caused false negative test results were sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore, our quality control laboratory tested the patient samples with the retained biotestcell 1 and 2 sample and could confirm customer´s result. The retained sample was tested with different controls and samples. All positive and negative reactions were correct. We did not observe any false negative reactions. The patient samples were also tested in the tube technique as well as the gel method and reacted weakly positively. Only when the enzyme technique was applied, the positive reaction of one patient sample was slightly stronger. These testings confirm the missed antibodies' weakness. The package insert contains an appropriate reference: negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1 and 2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We are still waiting for the affected tango optimo's field service report.

Manufacturer narrative:
This is our initial report on this incident.